Manufacturer narrative:
(B)(4). The device was manufactured october 23, 2014 - october 24, 2014. The device was returned for evaluation. Visual inspection revealed a fiber in the balloon in the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fiber in the balloon of a half day infusor. The fiber was identified after the device was compounded with desferrioxamine, before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.